Manufacturer narrative:
Concomitant product: dtba1q1 crt-p implanted: (B)(6) 2016.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead exhibited non-capture although the diaphragmatic stimulation continued. The lead was programmed off and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.